Event description:
It was reported that the user experienced persistent high blood glucose reported at 346 mg/dl while using the ilet system after eating an energy bar and nuts without announcing the meal, later consuming low- or no-carbohydrate foods, and completing a supply change with guidance wherein the blood glucose trended down to 194 mg/dl by the end of the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.